Event description:
The report stated that the ligasure atlas handpiece did not seal tissue during a surgery. This did cause some blood loss. Another ligasure atlas handpiece was opened and also did not seal the pt's tissue. The first handpiece from this incident is being reported on MFR report #1717344-2008-00174.

Manufacturer narrative:
Date of initial report: 4/28/08. The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.